Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently displayed an error. While onsite to evaluate the system, the fse found the device failed to boot. No patient serious injury or death was reported related to this event.